Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 370 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and customer would deliver a bolus via the pump to address the bg reading.

Manufacturer narrative:
Customer reported that the elevated blood glucose was due to not blousing for a recent meal.